Event description:
The patient had previously had his right kidney removed. The aorts was tortuous and the left renal artery had a main branch and a secondary branch. When the zenith main body graft was placed the secondary branch was covered, but the main branch was still open. After the three graft components were placed it was noted that the left renal main branch had become stenosed. The physician thought that plaque or thrombus may have been knocked loose during implantation and migrated to the renals. The physician tried to cannulate the renal, but was unsuccessful. An access port was put in the patient's jugular for future dialysis.